Event description:
It was reported that a customer experienced no flow after filling an infusor elastomeric device. This event did not involve a patient. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). One sample was received for evaluation with approximately 95ml of fluid in the reservoir. Upon receipt, visual inspection of the sample showed no signs of blockage in the tubing or the reservoir that could have caused the reported condition. After the luer cap was removed from the distal luer, evidence of flow was immediately observed at the distal luer. The reported condition was not confirmed. A batch review has been conducted which revealed the product met all of the acceptance criteria for release. Should additional relevant information become available, a supplemental report will be submitted.